Event description:
Report 2 of 2. It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are cracked during blood draw or break in the centrifuges. Additionally, the caps of an unspecified number of tubes are slightly raised. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B5. Describe event or problem: report 2 of 2 it was reported while using bd vacutainer® sst¿, an unspecified number of tubes are cracked during blood draw or break in the centrifuges. Additionally, the caps of an unspecified number of tubes are slightly raised. No adverse impact was reported regarding the patient or user. Investigation summary bd received one photo for investigation that showed multiple samples with collapsed tube walls. A total of 10 retained samples were subjected to a functional test for brittleness, and 6 of these samples failed. Additionally, 30 retained samples underwent visual inspection for collapse, with none failing. Furthermore, 29 retained samples were tested for stopper function defects, and none resulted in stopper creepout or stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: collapse based on customer photo analysis and cracked product/component based on retention sample testing. This complaint has not been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® sst¿, an unspecified number of tubes are cracked and do not fill when blood is drawn or break in the centrifuges. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are cracked during blood draw or break in the centrifuges. Additionally, the caps of an unspecified number of tubes are slightly raised. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation that showed multiple samples with collapsed tube walls. The complaint was updated due to an error in brittleness testing for retain samples. The updated retention testing is as follows: a total of 10 retained samples were subjected to a functional test for brittleness, with none failing. Additionally, 30 retained samples underwent visual inspection for collapse, with none failing. Furthermore, 29 retained samples were tested for stopper function defects, and none resulted in stopper creepout or stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: collapse based on customer photo analysis. This complaint has not been confirmed for the indicated failure modes: stopper creepout and cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.